Manufacturer narrative:
B5: the customer provided clarification stating: ¿there was no leakage from the connection point between a cassette and solution bag after connecting the 2 (two)products. There is no problem with the disposable cassette.¿ h10. Therefore, upon further review of this report, the homechoice cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the supply line of a homechoice cassette and a supply bag. This was observed during dwell one of four of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.